Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that there were secondary tubing sets that separated at the drip chamber in the emergency department. It was a total of four secondary tubing sets involved, all occurring before patient use. One set separated upon priming of an antibiotic, one occurred while "uncoiling" out of packaging , and two occurred upon a "gentle tug" when removing from packaging. It was reported that the events did not cause a delay the significantly impacted patient care. There was no harm to the user as a result of the event.

Manufacturer narrative:
The customer's report that the secondary tubing sets separated at the drip chamber was confirmed based on visual inspection and handling of the received set samples. The initial separation on one of the four set samples was at the engagement of the drip chamber and tubing components. Slight tugging on each of the other sets tubing to the drip chamber engagement resulted in a separation. Further dimensional analysis of a tubing area of each separated tubing end and the drip chamber spigots were observed to be within specification. The root cause that the secondary tubing sets separated at the drip chamber was due to a combination of factors related to insufficient solvent and improper assembly due to equipment and/or operator error.

Event description:
It was reported that there were secondary tubing sets that separated at the drip chamber in the emergency department. It was a total of four (4) secondary tubing sets involved, all occurring before patient use. One set separated upon priming of an antibiotic, one occurred while "uncoiling" out of packaging, and two occurred upon a "gentle tug" when removing from the packaging. It was reported that the events did not cause a delay that significantly impacted patient care. There was no harm to the user as a result of these event(s).